Event description:
Customer reported a false negative urine hcg result with medi-lab performance hcg urine test-dipstick vs. Serum hcg result. Customer states they had a patient who tested herself at home on the evening of (B)(6) 2013 and obtained a positive hcg result. The patient re-tested early am on (B)(6) 2013 and again received a positive hcg result. At 11:45 am the patient came into their office for injection of a radioactive isotope and obtained a negative hcg result. At the time the result came back negative, the patient informed them that she had received 2 positive results at home. As a result, the procedure was not performed; the patient was not adversely affected. A serum was drawn and the hcg came back at 872 miu/ml. It was determined the patient was 5-6 weeks pregnant.

Manufacturer narrative:
Investigation pending.